Event description:
Attempting to attach patient pacing wires to disposable pacing cable during code. Reportedly staff unable to secure pacing wires into cable end. Tried 5 cables before successful attachment.manufacturer response for disposable extension cable for pacemakers: [a] MFR is aware that the clearance for the pins our facility is inserting into their connector is only .004 inch. Given this tight tolerance, their connector has to be unscrewed to its maximum to accept this pin. [B] MFR understands most clinical users insert a keith needle directly into the connector, versus the pins our facility is using. [C] MFR states the keith needle tends towards the minimum diameter for their connector, & the pins our facility uses tend towards the maximum. MFR feels a change either way in the connector would prevent someone from being able to use their product, whereas both currently work.